Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with click x system at l1-s1 on an unknown date. On an unknown date, patient reported pain at implant site. Patient returned to the or on (B)(6) 2013 for removal of hardware. During this procedure, as the surgeon was removing a screw, the tip of the screwdriver broke off into the patient. All the pieces were retrieved. Surgeon used a different screwdriver to complete the procedure with no further problems, no harm was done to the patient. Patient was not revised to different hardware. This is 7 of 14 reports for this event.